Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day, it was reported that the patient had lost consciousness and when into a hypoglycemic shock. An ambulance was called by the patient¿s husband and when the paramedics arrived fingersticks were performed and the cgm was reading 67 mg/dl, and the blood glucose reading was low. The patient received an unspecified treatment, but most likely glucose. After treatment the patient recovered and did not need to be brought to the hospital. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.